Event description:
Pt underwent rf ablation of the right greater saphenous vein for one incompetent right calf perforator in 2006. One month and 21 days later, an ultrasound detected a right distal posterior tibial deep vein thrombus. Pt was prescribed plavix, 75mg for one month.

Manufacturer narrative:
No malfunction was reported. The product was not returned.